Event description:
It was reported that the device nibp button was stuck in the activated position so that it disabled all other buttons. The device was unable to provide defibrillation therapy in the reported condition. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined the cause of the reported failure to be a shorted nibp button. The conductive silver coating from the nibp key dome was stuck to the contact layer on the pcb.